Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter was displaying an ¿other¿ message (test strip fill problem). The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient stated that the alleged issue started ¿about a month ago¿. The patient manages her diabetes with oral medication (metformin, 2 times a day; amaryl, as needed), diet, and exercise and denied making any changes to her usual diabetes management regimen due to the alleged issue. At an unspecified date/time after the alleged issue occurred, the patient claimed she began to feel ¿energetic¿. The patient self treated with half a pill of amaryl and stated she felt better about a half an hour afterwards. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. Although the patient treated herself with oral medication, there is no indication that the subject meter caused or contributed to a serious injury. The patients reported symptom does not meet lfs criteria of a serious injury. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.